Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient called and stated their self tested heart rate was a little lower than their minimum setting on their device. The patient was advised that it was normal for it to be a little below and told the patient they could see their physician for an electrogram. The device remains in use. No patient complications have been reported as a result of this event.